Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an insulin syringe. The customer reports " the needle broke off as he was injecting his insulin, he began to notice insulin running down his stomach. He is not sure if the needle is still lodged in his stomach or if it fell to the floor."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.